Manufacturer narrative:
The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. There is no indication that an equipment issue contributed to the event. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence to suggest that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained non-reproducible, higher than expected vitros trop I es results for multiple patient samples (patient 1 = 0.192 ng/ml; patient 2 = 0.163 ng/ml; patient 3 = 0.102 ng/ml; patient 4, sample 1 = 0.134 ng/ml; patient 4, sample 2 = 0.089 ng/ml) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result for patient 1 was reported to the clinician, and a corrected report was issued (repeat of patient 1 is < 0.012 ng/ml). The other repeat trop I es results (repeat of patient 2 = 0.02 ng/ml; repeat patient 3 = 0.027 ng/ml; repeat of patient 4, sample 1 = 0.01 ng/ml; repeat of patient 4, sample 2 = 0.02 ng/ml) were directly reported for the affected patients. There was no report of patient harm as a result of this event. This report is number four of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).